Event description:
Tray, liner, baseplate, glenosphere and screws were removed, and anatomic head was placed on existing stem. Revision of left shoulder.

Manufacturer narrative:
Correction: please refer to h6 (method, result, conclusion) codes, g1 (reporting contact), d4 (expiration date), h4 (manufacturing date). The reported event could be confirmed since the device was returned for evaluation but without medical records, the alleged event could not be confirmed the returned devices were visually inspected. The peripheral screws and the center screw were found to be in good condition. Examination of the baseplate and glenosphere revealed that they were not centrally aligned; scratch marks on one side of the glenosphere indicate increased contact on that side, confirming misalignment. The screw holes of the baseplate showed damage and deformation, suggesting the screws rubbed against the holes during insertion. The humeral insert and humeral cup were found assembled, with a slight gap visible between their surfaces. The insert displayed uneven wear, indicating improper load transfer from the glenosphere to the insert. Uniform scratch marks were also observed on the humeral cup, which may have resulted from insertion or explantation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the pain may be associated with a misaligned glenosphere and baseplate; however, this and loosening cannot be confirmed without reviewing the patient¿s medical records, which are required to determine the root cause of the alleged event if any additional information is provided, the investigation will be reassessed.

Event description:
Tray, liner, baseplate, glenosphere and screws were removed, and anatomic head was placed on existing stem. Revision of left shoulder.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.